Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the disruption occurred in the bus cable. A field service engineer confirmed that there was a delay in dispensing medication to the patients. A field service engineer replaced the cable and restored all the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a malfunction that the station continued to reboot and was unable to be accessed. It was stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.